Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed kinks in the sheath assembly. Visual and microscopic inspection revealed the imaging window was detached in the lapjoint section and the imaging core was coiled and had windup. The imaging window was not returned for analysis. Media provided by the customer was analyzed and showed the sheath and imaging window entangled.

Event description:
It was reported that a catheter issue occurred. The 85% stenosed 60mm x 3.0mm target lesion was located in the severely tortuous and severely calcified left anterior descending artery. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the catheter became externally wound around the guide wire. The procedure was completed with another of the same device. There were no patient complications.

Event description:
It was reported that a catheter issue occurred. The 85% stenosed 60mm x 3.0mm target lesion was located in the severely tortuous and severely calcified left anterior descending artery. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the catheter became externally wound around the guide wire. The procedure was completed with another of the same device. There were no patient complications.